Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic choledocholithotomy at the first firing, after clipping the tissue with the clip, the jaws became unable to open. After that, the device was removed from the tissue by force and the doctor opened the jaws with forceps but no tissue damage was caused. Used a new device to complete the procedure. There was no patient injury.